Event description:
Patient reported not having full therapeutic effect and that what coverage she was getting wasn't covering all areas. Patient stated she was getting coverage on her left low back but it was not covering right back and both legs. The pump was loose in the pocket. When she lay down on her side, the pump 'flops over' and she needed to readjust the pump position. The pump pokes her where the catheter connects to the pump. Patient status was fair; she was frustrated and disappointed that she wasn't getting the relief that she expected she would. The pump was delivering fentanyl and marcaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was having pain around the pump area. The pump was ¿supposed to cover both sides of her back and legs¿ and ¿never touched her right side¿. The patient¿s right-sided pain has never been relieved. The right side of the patient¿s back was painful and she could only get relief by lying on a coffee table with a pillow with her back straight and knees on the floor. The patient felt like the pump was sitting on some nerves. The patient¿s back ¿got so bad¿ the week prior to the report that she had to have injections in her back and right side because that is where most of the pain was coming from. The patient had more pain with the pump than she had before the pump was implanted and is ready for it to be removed. The patient weighed (B)(6) pounds when the pump was implanted and now weighs (B)(6). The pump ¿has not been snug since day one¿ and the patient is able to move it. The patient ¿wore a band¿ after implant and put it back on one month ago and the pump movement did not change. The patient had severe migraines. The drug concentration was increased at a refill on (B)(6) 2013 so that the patient would only have to come in three months. The device system was used to deliver fentanyl and marcaine.

Event description:
Additional information received reported that as of (B)(6) 2012, the patient had pain in the lower back and radiation down both legs. The duration of the pain was described as "years ago." The patient last took her 50 milligram (mg) fentanyl patch off the day before and was taking four percocet per day for the "btp." The patient was scheduled to have the stitches and staples removed from the implant in ten days ((B)(6) 2012). It was reported that no "event" occurred.

Manufacturer narrative:
Patient programmer: model#8835, serial# (B)(4); catheter: model#8709sc, serial# (B)(4), implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).